Manufacturer narrative:
A stryker service representative evaluated the customer's device and observed that the device would not detect the lid being opened. The customer was provided with a replacement device. Stryker product analysis center (pac) further evaluated the customer's device and was able to duplicate and verify the reported issue. The device was still able to be powered on and off by pressing the on/off button. The root cause of the reported issue was determined to be due to the reed switch, sw5. The device was archived by stryker.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon inspection, stryker observed that their device would not detect the lid being opened. As a result, the device may not automatically power on when the lid is opened. In this state, a delay in defibrillation may occur, as the user has to push the power button underneath the lid to turn the device on. There was no patient use associated with the reported event.